Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised approximately 5 years post implantation due to a fall trauma that lead to a persistent feeling of mechanical loosening. Intraoperatively, it was discovered that the inlay pin was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00598004701 62814257 stemmed tibial component precoat size 5 00597206529 62675176 all poly patella size 29 mm dia. Standard 8.0 mm thickness. 00599601401 62800581 femoral component option for cemented use only size d.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s knee was revised on unknown date due to breakage of the inlay pin. The inlay was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the post/spine has fractured off the articular surface. Both the proximal and distal surfaces exhibit wear. Sem analysis was performed on the returned product the findings are as follow: the fracture surfaces of the post and remaining articular surface matched up well, indicating that the device was probably revised a short time after the potential fracture. The fracture surface of the post showed some white banding consistent with plastic deformation of the material, potentially occurring during a fracture/fatigue process at the time the post was separating from the articular surface. Based on the fracture and plastic deformation patterns, it appears that the direction of the fracture propagation was from anterior to posterior, but no other damage to the post is apparent. Conclusion: the post fracture was potentially caused by overloading. Medical records were provided it was noted that the condition arose after fall trauma; since then, there was a persistent feeling of mechanical loosening in the area of the left knee joint. Additionally the patient was diagnosed with left valgus gonarthrosis and had a bmi of 50.3 the device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.